Manufacturer narrative:
The reported event of failure to sense was not confirmed. As received, a complete lead was returned with all tines were intact and undamaged. Electrical testing was normal. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited low sensing, the lead was repositioned five times, the sensing continuously to be low and the lead had failed to sense the p-waves. The lead was not used, and a new lead was implanted. The patient was in stable condition.